Event description:
It was reported that during a lap cholecystectomy procedure the device was fired twice and on the third time the clip was loose and it misfired, the jaws locked and would not open. They used a second like device to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated but unavailable at this time.